Event description:
It was reported that the pump was removed due to infection. The patient did received perioperative antibiotics. The patient did not have meningitis. The symptoms of infection were redness, drainage, incisional wound opening, and pocket erosion. The primary locations of infection were the device pocket and the lumbar region. Cultures were obtained from both the device pocket and the lumbar region which grew s. Aureus and pseudomonas. The patient was advised to have the device explanted at the time of the initial infection. The patient declined. The patient agreed to removal after 1 1/2 years when there was severe wound erosion and device exposure was present. The pump was last refilled in (B) (6) 2010. The pump contained compounded baclofen at the time of the event. The patient was treated with total system explant and both IV and oral antibiotics. The infection resolved.

Manufacturer narrative:
(B) (4).